Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, a root cause could not be identified. The following likely led to the malfunction: high-energy endo therapy accessories were used without ensuring sufficient distance from the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenoscope exhibited a burnt plastic distal end cover. There was no patient involvement.